Event description:
A 4.0mm diameter x 15mm length ave micro stent ii was inserted into the left anterior descending coronary artery. After predilation with a 3.0mm diameter ptca balloon. It was not possible to cross the target lesion due to severe calcification, therefore, the stent and delivery system were pulled back and the stent dislodged from the stent delivery system in the left anterior descending artery. The stent was then successfully deployed in the proximal half of the target lesion with the proximal half of the stent not covering the lesion. There was no further treatment to the target lesion and there was no add'l clinical sequelae reported relative to the event.